Event description:
Customer reported an error 4293 sample loader x1-axis home overrun on the aia-2000 analyzer. The site reset the power on the analyzer and the issue remains. The site verified that there was no obstructions in the sorter loader area. This is reportable event based on delay in reporting patient results for beta human chorionic gonadotropin (bhcg), estradiol (e2), and alpha-fetoprotein (afp) analyte.

Manufacturer narrative:
An investigation was performed in response to a complaint of error 4293 on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) was unable to reproduce the reported issue during testing. The issue was resolved by removing all sample loader covers and cleaning all sensors with canned air. The fse was unable to find any obstructions in the x1 axis assembly. The fse ran rack rotation macro 10 times and watched the customer run 6 racks of patient samples through the instrument with no errors. The investigation could not find obstruction or cause of error code. The aia-2000 operator's manual under appendix 4 error messages states the following: [4293] sample loader x1-axis home overrun cause: the home sensor activated improperly after movement of the sample loader x1-axis. New measurement will not start. Solution: remove any obstacles or other causes for the error. If retry fails, contact tosoh service center or local representatives.